Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to swelling at the system implant site and was discharged. On (B)(6) 2018 the patient presented to the emergency room and discharge from the system implant site was noted along with an elevated white cell count. The patient was started on antibiotics on an unknown date. On (B)(6) 2018 the patient was seen in the emergency room again and was admitted the following day and transferred for a system explant. The patient remained stable throughout the visits. On (B)(6) 2018 the patient underwent a system explant and was noted to be in stable condition. No replacement information was reported.